Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the device alarmed battery out limit alarm. Customer's blood glucose was 481 mg/dl. Battery was out of the device longer than it was allowed. No troubleshooting was done. Customer will not be returning the device for analysis.